Manufacturer narrative:
Evaluation, results: inherent risk of procedure - (myocardial infarction). (B)(4).

Event description:
Two endeavor sprint drug eluting stents were implanted during the index procedure, one in the cx and one in the lad. It is reported that a mi occurred during or post the index procedure.